Manufacturer narrative:
Investigation: samples received: 2 unopened pouches. Analysis and results: there is one previous complaint of this code-batch regarding other issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.53 kgf in average and 0.523 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.57 kgf in average and 0.514 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375 when additional information becomes available a follow up report will be submitted.

Event description:
It was reported the needle and thread detached. The reporter indicated that during an operation, when the packages were opened, it was found that the needle and thread had detached on two different packs. This event involved one patient.